Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade to bi ventricular pacemaker. During the procedure, the right ventricle lead was dislodged while trying to split the sheath resulting in failure to capture. The lead was capped and replaced during the procedure on (B)(6) 2020. Patient was stable.